Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was beeping due to high out of range shock impedance measurements. It was indicated the patient would be monitored appropriately. No adverse patient effects were reported.